Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were observed on the right atrial (ra) lead: noise, a lead warning for high impedance and a polarity switch. It was also reported that a connection issue was noted between the ra lead and implantable pulse generator (ipg) connector and a setscrew issue was suspected. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.